Event description:
Healthcare provider reported left side hematoma and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: opening linear on anterior, creases fold, wear abrasion and weight to the spec. A visual and microscopic analysis was performed which identified striated opening on anterior, stress marks, and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side hematoma and capsular contracture baker grade iii. Device has been explanted.